Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. It was observed that the catheter was returned with the slider switch in the basket position while the spline cage remained undeployed. An attempt to insert the guidewire was made and it was unsuccessful since resistance was felt inside the guidewire lumen; therefore, the deployment of the catheter was not possible. Flushing through the irrigation port was tested. Irrigation was not observed for the condition of the device. The catheter was dissected for further inspection; it was observed that there was a kink in the flush lumen.

Event description:
It was reported farawave clear pulse field ablation. No abnormalities noted during preparation. During aspiration, the sheath seal broke and leaked. Catheter was working properly but was not able to flush. It was confirmed that the sheath leaked once the dilator was inserted and removed twice. The physician also mentioned that just event occurred for the first time, previously the sheath never leaked or the seal never broke when the dilator was removed and re-inserted. As the sheath leaked, more bubbles were formed and as it entered into the sheath, flush was not possible properly. No air was noted inside the patient. . The guidewire was at the tip of farawave when entered the sheath . The farawave was removed and when the physician tried to reenter into the sheath, noticed the catheter would not flush at al thus sheath and dilator was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.

Event description:
It was reported farawave clear pulse field ablation. No abnormalities noted during preparation. During aspiration, the sheath seal broke and leaked. Catheter was working properly but was not able to flush. It was confirmed that the sheath leaked once the dilator was inserted and removed twice. The physician also mentioned that just event occurred for the first time, previously the sheath never leaked or the seal never broke when the dilator was removed and re-inserted. As the sheath leaked, more bubbles were formed and as it entered into the sheath, flush was not possible properly. No air was noted inside the patient. The guidewire was at the tip of farawave when entered the sheath . The farawave was removed and when the physician tried to reenter into the sheath, noticed the catheter would not flush at al thus sheath and dilator was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.